Event description:
It was reported that the procedure was to treat a lesion in the mid coronary artery when a 2.5x12 non-abbott balloon catheter "locked up" and would not move or advance freely over the advance guide wire. The physician concluded that there was a "bump of material" close to where the tip is soldered to the advance wire shaft. It was noted that resistance was met during advancing and during removal of the devices, however, the devices were successfully removed together through the guide catheter without incident. Similar devices were used to complete the case successfully. There was no reported adverse patient effect, and there was no reported clinically significant delay in the procedure. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Incorrect prep. Evaluation summary: the device was returned for evaluation. The reported bump/irregular appearance was confirmed. Analysis of the returned device confirmed that the droplets did not dissolve and chemical analysis of these droplets, revealed that they were similar to the guide wire hydrocoat primer. A review of the lot history record revealed no associated nonconforming material records, indicating all lot release testing met specification. A query of the complaint-handling database was reviewed and revealed no other incidents reported from this lot. An irregular texture of the guide wire surface can result in guide wire movement difficulties, however, poses a low residual risk for a hazardous condition. Corrective and preventive actions to address this issue have been conducted per local site and department procedures and the performance of devices will continue to be monitored.